Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 20f sheath and the thoracic aortic aneurysm procedure was completed. Reportedly post procedure, both knots were successfully advanced; however, no pulse was noted on the leg. A cutdown was performed and it was noted that one of the sutures caught the backwall. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, a definitive cause for the reported malposition of the device could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a back wall stitch include, but not are limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), section 9.0 as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.